Manufacturer narrative:
B3: event date estimated as 01/01/2016, since article stated patients were implanted between years 2016-2020. D4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Literature citation: mir, j. Et al (2024) efficacy of left atrial appendage occlusion with watchman device in the population with bmi25. Circulation. 150 (suppl 1).

Event description:
Reported via journal article. It was reported that serious injuries occurred. The following event was obtained via a retrospective article following 90,060 patients who underwent a left atrial appendage (laa) closure procedure where watchman closure devices were implanted during the time frame of 2016 through 2020. 15,765 (17.5%) patients were overweight or obese while 74,295 (82.5%) were neither obese nor overweight. It was reported that the patients in the overweight/obese population had higher odds of arrhythmia, acute kidney injury (aki), respiratory failure, and non-invasive ventilation compared to non-overweight/non-obese population.